Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported infection could not be conclusively established through this evaluation. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient¿s infection started on (B)(6) 2017 and stopped on (B)(6) 2017. The site of infection was reported to be the pump pocket. New serosanguinous drainage from the thoracotomy site was observed on (B)(6) 2017 and drainage cultures were positive for staphylococcus epidermis. The patient was started on keflex for 10 days; however, the infection persisted and a muscle flap surgery was performed on (B)(6) 2017. On (B)(6) 2017, the patient required bedside irrigation and drainage of the abdomen for hematoma. The patient was discharged on oral cefadroxil and transferred to the inpatient rehabilitation center. On (B)(6) 2017, the patient was readmitted with increased drainage from the thoracotomy site. The patient was given wound care and was managed medically until being discharged to home on (B)(6) 2017. No additional surgical intervention was performed. It was reported that the patient would be followed by the hospital¿s infectious disease department for management and would likely remain on lifelong antibiotic suppression.

Manufacturer narrative:
(B)(4). Approximate age of device - 106 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient developed an infection. The site of infection was reported as the "surgical site, culture source: site drainage, pathogen = bacteria, staphylococcus aureus. Event description: none provided in edc at this time". The patient was reported as being symptomatic. Additional information was provided by the casebook. The casebook was reviewed, and the infection was described as device related with drainage from an unspecified site. The infection was not specified in the documentation as being related to the driveline or the pump pocket. The patient was hospitalized. No treatment was reported in the documentation. No additional information was provided.